Event description:
Reporter indicated that pt's generator extruded through the skin requiring revision surgery to reposition the device. Further follow-up revealed that the event occurred two more times. The second revision surgery occurred approx 1 1/2 months after the first surgery and the third revision surgery occurred approx 5 months later.